Manufacturer narrative:
The analyzer serial number is (B)(6). The customer performed ise flow wash and reagent flushes. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 3 patient samples on a cobas pure c 303 analytical unit. Sample 1 had an initial result of 148. The sample was repeated twice and the results were 141 and 141. Sample 2 had an initial result of 150. The sample was repeated twice and the results were 143 and 143. Sample 3 had an initial result of 146. The sample was repeated twice and the results were 140 and 140. The units of measurement were not provided.